Event description:
On 01/24/2007, nellcor received a report where it was claimed that the device developed a leak in the pilot balloon during patient use. The caller reported that the tube was replaced and that the replacement reportedly failed in the same manner.

Manufacturer narrative:
The caller reported that the sample associated to this report has been discarded therefore, not available for investigation.